Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the miniloc needle being too short is inconclusive due to poor sample condition. Two photo samples of a miniloc infusion set were provided for investigation. The first photo shows the miniloc infusion set without the safety mechanism activated. The needle is being held a paper ruler. The needle appears to be between the 3/8th and 0.5 in ruler marks. The second photo shows the product labeling for a miniloc 20 ga x 0.5 in infusion set with lot: asdss0108. The exact measurement of the needle could not be determined through the photo sample provided. Since the reported issue could not be clearly evaluated from the photo sample provided, the complaint remains inconclusive. The instructions for use (IFU) state, "verify needle length is correct based on port reservoir depth, tissue thickness, and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or portal may be damaged at insertion; if too short, needle may not completely pierce portal septum, and medication may be delivered into surrounding tissue and/or needle may be blocked." A lot history review (lhr) of asdss0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "patients who were standard 0.5in huber needle had to be reaccesses because the miniloc wouldn't hit the back of the port."